Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 6 mdrs filed for this event (reference 1825034-2013-04089/04094). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral total hip arthroplasty procedures and reports allegations of pain, swelling, inflammation, tissue/bone destruction, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirms right total hip arthroplasty occurred on (B)(6) 2006 and left total hip arthroplasty on (B)(6)2006. A review of invoice history confirms a left side revision procedure was performed on (B)(6) 2013. The head and the taper adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.